Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the attempted implant of this right atrial (ra) lead, the physician had trouble accessing the subclavian vein and the difficulty resulted in multiple arterial punctures. Ultimately, access in the patient's tortuous anatomy was obtained but this lead would not pass through the introducer. This ra lead was withdrawn and discarded and the attempted implant was abandoned. No additional adverse patient effects were reported.